Manufacturer narrative:
Carefusion technical support shipped the distributor a replacement main printed circuit assembly/turbine assembly kit, and issued a return goods authorization (rga) number to the distributor for the return of the alleged faulty main printed circuit assembly (pcba), and turbine assembly for evaluation. As of april 2, 2015, the alleged faulty main printed circuit assembly (pcba), and turbine assembly have not been received by carefusion. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
This complaint originated from a foreign distributor in (B)(6). The distributor reported getting vent inop on one of their ventilators. This event occurred during "routine checkup". The distributor indicated that they troubleshooted the issue and determined that the main printed circuit assembly (pcba), and turbine assembly were defective.